Manufacturer narrative:
Additional information was received and information confirms the patient was successfully weaned from impella support and the pump was explanted with a survived outcome. D6b explant date has been updated accordingly (with d6a implant date repopulated).

Event description:
The complainant reported that a patient was implanted with an impella 5.5. Via right surgical axillary/subclavian artery for mechanical circulatory support. A purge system blocked alarm was ringing was reported. The site has a protocol for tissue plasminogen activator (tpa) use that they have contacted the company about previously and pre-emptively swapped the cassette and bag for the tpa protocol. When checking on the patient, the alarm had resolved but a purge pressure high alarm was seen suggesting the tpa was working. Temperature was green and the patient was being weaned. No patient harm was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d1 (brand name), d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the high purge pressure could not be determined as no product and insufficient data logs were returned for analysis.

Manufacturer narrative:
D4. Serial and primary UDI number corrected.

Manufacturer narrative:
5. Additional event description added.

Event description:
Additional information was received that reports the patient survived the procedure. No further information concerning the return of the device has been received.